Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. There was a potential lot number reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22085131. Medical device expiration date: 02aug2025. Device manufacture date: 02aug2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this last saturday one of our nurses reported to me they had hung an IV with ref# 10010454 tubing and that during the overnight it was reported to be leaking.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of leaking from the tubing overnight could not be verified due to the product not being returned for failure investigation. Device history record review for model 10010454 lot number 22085131 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this last saturday one of our nurses reported to me they had hung an IV with ref# 10010454 tubing and that during the overnight it was reported to be leaking.